Event description:
Emergency medical technician's responded to a patient, condition unknown. The device was connected to the patient and the "analyze" button pressed. A "no shock advised" decision was rendered by the device. Paramedics arrived and, using a manual defibrillator, delivered an unknown number of countershocks. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending paramedic's assessment of the patient's viability and the immediate availability and use of a back up defibrillator/monitor. The reporter is questioning why the device would not advise a shock.